Event description:
It was reported by the customer that a pyxis medstation es system went offline and could not be powered on. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not turning on due to the faulty matrix drawer controller card and pyxibus cable, and the field service engineer also stated that there was delay in dispensing the medication to patient. The field service engineer found that fluid had spilled into the station and onto the bottom matrix drawer controller board, causing a short circuit and resulting in the failure of the entire machine. Additionally, the engineer discovered that the drawer 6 matrix card and connector were badly charred, along with the pyxibus cable, which caused a heavy smoke smell. Subsequently, the engineer replaced the pyxibus cable, controller card, and magnet as a precaution. The system functioned as intended after the field service engineer troubleshooted the device.